Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery became hot to touch when plugged into a power source to charge. Subsequently, the usb port partially melted. In addition, the customer attempted to charge the pump with an alternate usb cable and the pump sparked. The pump battery was no longer able to charge. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged particles in usb port issue was verified. The alleged battery hot to touch issue was unable to be confirmed.